Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that tower door 4 had failed. A field service engineer (fse) had remotely worked with the customer, and the becton dickinson refrigerator was disconnected from the medstation application. Performed restart steps, after which the service was restored. The client reported that the refrigerator storage space had been recovered. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was not detected on bus the customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another station, which impacted their workflow. There were no adverse events or injuries reported based on this event.